Event description:
It was reported that the patient experienced a fall. It was noted that the right atrial (ra) lead had high impedance since implant. The lead remains in use and will continue to be monitored. The patient is enrolled in an (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.